Event description:
Account states they have had three defective infant circuits where the inspiratory limb is separating from the adapter that connects it to the water trap. The separation exposed at least 12 inches of the heating wire and caused the ventilator to alarm. The separation caused a reduction in the ventilation provided by the servo 300 ventilator, resulting in the patient's heart rate to decrease into the 30's. The heart rate returned to a normal range shortly after being ventilated with an anesthesia bag. It was also stated that the circuits will also kink off close to the heater port when the circuits get hot. This occludes the inspiratory flow to the pt and causes the vent to alarm. They are having to splint the inspiratory limb to keep it open. They are using the f & p mr850 heaters.